Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a piece of the active waveguide detached from the device during a bariatrics procedure after a couple minutes of use. The site contact did not know if the piece fell into the pt cavity. The broken piece is returning with the rest of the device. There was no pt injury.